Event description:
It was initially reported that the device was displaying a low charge pak icon. Upon evaluation, it was observed that the device would not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not power on. The analog pcb assembly was removed for further evaluation. It was observed that the internal hlc battery was depleted due to an electrically leaky filter, designator fl9. The customer received a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.